Event description:
It was reported during a cardiac cath case, the generator began to make beeping sounds "like it was a video game" and then the orange screen came up. The generator had to be reset and the case continued. There were no pt affected.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. Eval: the pulsar generator was returned, there was no power cord, user manual or handpieces. The unit was in fair condition with minor surface imperfections. The error log summary revealed an f5 fault (rf module monitor has detected a rf module failure). The f5 fault will occur when the dc power supply boots into and uncertain state. For safety reasons, the system must be power cycled before it can deliver rf energy. This unit had applicable software and hardware upgrades and was recertified for use. End of report.